Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a plum 360¿ infuser that experienced over infusion device inaccuracy. It was reported, "pump is overdosing during the pm check. No additional information provided. Ref#(B)(4)".

Manufacturer narrative:
Investigation summary gcm reported a complaint from the customer stating, that "pump is overdosing during the pm check." Gcm made a call on 14-may-2025 to manuel salto with regards to the device return. The customer confirmed that they will not be returning the pump for repair since when it was tested, the pump passed the test. Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.